Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed no image due to a faulty printed circuit board. The specific root cause of the faulty printed circuit board could not be determined at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus europa se & co. Kg (oekg) there was the possibility that the reported phenomenon was attributed to the contact failure due to the incomplete connection of the endoscope to the subject device or adhesion of the foreign material on the electrical contacts of the video connector of the endoscope, or the temporary malfunction of the subject device by the aging deterioration of the inner component of the subject device. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during an unspecified timing, the endoscopic image of the subject device was not displayed. The service department of olympus europa (B)(4) checked the subject device and found that the reported issue was duplicated. However, when the evis 190 series videoscope was connected to the subject device, the endoscopic image was displayed. The service department of oekg surmised that the reported issue might be attributed to the failure of the electrical circuit of the subject device. There was no report of patient injury associated with the event.